Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during un-packaging resulted in the reported packaging damage/kinked coil thus compromising the device inside the coil resulting in the reported shaft detachment as the device was removed from the compromised coil; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the coil dispenser was noted to be kinked. During removal of the 2.75x18 xience pro x stent delivery system (sds) from the coil, the shaft separated. There was no damage noted to the chipboard box. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.